Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic juice leakage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. Reportedly, the implantation site was examined with eus doppler prior to placing the stent. According to the complainant, on (B)(6) 2019, the patient experienced bleeding from the cyst. On (B)(6) 2019, the patient was examined with an upper endoscope, and it was noted that blood clots had accumulated in the axios stent. The physician attempted to remove the stent using grasping forceps, but the patient began bleeding. The procedure was not completed, and the patient was sent to the angiography room to receive treatment for the bleed. The patient's condition at the conclusion of the procedure was reported to be stable.